Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient suffered from atrioventricular (av) block and an av nodal ablation occurred. The device programming was adjusted to vvi. It was later reported that the atrial lead had low impedance. The programming remains consistent and the atrial lead remains implanted. No patient complications have been reported as a result of this event.